Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump ran for 20 minutes to an hour with an air-fluidized therapy hospital bed and then the screen flickered and the device shutdown or experienced the system error 341 (positional interrupt error) in the intensive care unit. The device was running on a metal 3-pump tree and had the new version of the power strips that meet the new, more stringent standards for power strips in care facilities, including grounding. The only significant variable was the fact that the humidity was down to 17%. There was no known patient injury or medical intervention associated with this event. No additional information is available.